Manufacturer narrative:
Pump passed the displacement, however a12 alarm during self test due to other defect on mother board.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 126 mg/dl at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The alarm was cleared. The insulin pump will return for analysis.